Event description:
It was reported that the patient experienced inadequate simulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70 serial number: (B)(6). Batch/lot number: 20748792 model/catalog description: artisan lead 70 cm unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.